Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with mitral regurgitation. One xtw was successfully delivered and deployed, reducing the mr to grade 1+. There were no complications. Post procedure, but prior to discharge from the hospital, minor bleeding was observed. For treatment, the patient had a blood transfusion.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported bleeding (hemorrhage) resulting in hypotension appears to be related to procedural conditions associated with the access point in groin. Hemorrhage and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.